Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system needle was difficult to remove, and blood leaked from the septum as a result of pulling the needle out. The following information was provided by the initial reporter: "blood leaking from rubber upon removing needle. According to the customer, it feels 'stuck'. When they pull the needle out blood started to leak."

Manufacturer narrative:
Investigation results: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed an 18g nexiva device in the patient's hand. What appeared to be blood residue had filled the extension tubing and catheter adapter. Drops of blood were observed on the external surface of the septum, on the tip shield safety mechanism, and on the patient's hand. The needle appeared to be fully retracted through the safety mechanism and the tip shield were shown completely separate from the catheter adapter. Fluid can leak from the catheter adapter if the septum and canister are misaligned during manufacturing. The condition of the septum could not be discerned from the photograph, but the leak was likely related to a manufacturing defect. During assembly, the septum and canister may be damaged or not provide a complete seal due to machine misalignment. This may cause leakage during use. Unfortunately, a root cause could not be determined as to why the device felt stuck. Without the actual sample, further evaluation was not able to be conducted. A device history record review showed no non-conformances associated with this issue during the production of batch 1119156. A notification of awareness has been sent to the manufacturing department. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information.